Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation of ¿a string of plastic was stuck in the biopsy channel¿ was confirmed. Based on the results of the investigation, the material could not be specified, and a root cause could not be identified. No physical damage was confirmed at the point where the foreign material remained. No further information could be obtained including reprocessing steps. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following with related verbiage which could have detected and prevented the phenomenon: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. / prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had string of plastic found stuck in the biopsy channel during inspection. The issue was found during reprocessing. There were no reports of patient harm. Associated patient identifier: (B)(6).

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of string of plastic found stuck was confirmed. The additional evaluation findings are as follows: long scrape makes on biopsy channel. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.